Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Inspected 1 random opened/used sensor and found sensor cannula broken. Broken part still attached to sensor base. Unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
It was reported that they had sensor anomaly. Customer's blood glucose level was unknown. Customer advised the sensor would only last three days instead of six. Customer was advised to return the sensor for analysis.